Manufacturer narrative:
(B)(4). Method: (film). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (anatomy related; highly angulated aortic neck); incorrect technique/procedure (implanting a device in a highly angulated aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; highly angulated aortic neck; operational context contributed to event (implanting a device in a highly angulated aortic neck).

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a bi-lobe abdominal aortic aneurysm. The proximal neck angulation was 100 degrees. The patient's vessel anatomy was severely tortuous. It was reported that when the delivery system reached the intended landing zone, the blood vessel decreased in diameter and the vessel accordion/folded. It was difficult to confirm the position of the left renal artery, so the physician inaccurately implanted the bifurcated stent graft's at the right renal artery. The physician deployed the iliac limbs. The final angiogram revealed a proximal type I endoleak. The physician elected to implant an endurant aortic cuff. The proximal type I endoleak reduced however did not completely resolve. The physician commented that the deploying of the bifurcated stent graft the aorta was narrow in diameter. The physician stated that he believes that the supra renal stent interfered during the deploying of the cuff, and it deploying not enough. The patient will be monitored by their physician. No clinical sequelae were reported and the patient is fine. The review of returned films pre-implant showed a highly angulated proximal neck (approximately 115deg), and a bi-lobe aaa. The aortic diameter at the right renal was 24 x 32mm with thrombus and at the lowest left renal was 15 x 24mm with calcification. Distal to the right renal the neck narrowed to 14x19mm. The upper aaa measured 3cm x 5cm, narrowed to 3cm, and the lower aaa was 5cm with thrombus. The distal aorta was calcified and 19x26mm in diameter. The iliacs were severely calcified bilaterally. No intra-op or post implant films were available. The challenging anatomy likely contributed to the events.